Manufacturer narrative:
Related MFR# 2916596-2024-01332 captures onset of infection, symptoms and treatment on (B)(6) 2023. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted for sternal pseudomonas and bacteremia. There were no left ventricular assist device issues reported. Infection was first noted during the patient's post-operative stay on (B)(6) 2023 and was treated with intravenous recarbio (imipenem). The plan of care was cefiderocol 2g intravenously every 8 hours, tobramycin 400 mg intravenously, and phage therapy. The pseudomonas was not resistant to recarbio (imipenem). There was an ongoing goals of care discussion.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.